Event description:
It was reported (via FDA: mw5187793) that a patient underwent breast augmentation with two 470cc mentor memorygel boost breast implants. Post-operatively, the patient suffered the following symptoms, brain fog, anxiety, depression, nervous system disturbance, muscle spasms, trouble, swallowing, nausea, diarrhea, pressure in head, pressure behind eyes, muscle weakness, numbness in hands, numbness in feet, insomnia, tested positive for an unspecified autoimmune disorder and tested positive for antinuclear antibody titer. As a result, the patient underwent breast implant removal surgery on (B)(6) 2026. After removal of the implants, many of the symptoms went away but the patient is still dealing with anxiety, brain fog, histamine issues, and have had to be put on several different medications. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).